Manufacturer narrative:
Device passed the functional test including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of experiencing low blood glucose of 40 mg/dl and was treated with food. Customer mentioned to have been experiencing low blood glucose for two months. Customer is alleging that insulin was over delivering because blood glucose continues to go low while in auto mode. Troubleshooting was performed and customer stated that the auto mode on the insulin pump was active and was automatically adjusting insulin delivery during the event. Customer also mentioned that the reservoir was showing less insulin than what was shown on the status screen. Insulin pump is expected to return for failure analysis.